Event description:
I'm a type 1 diabetic using a medtronic 780g insulin pump. While at an amusement park ((B)(6)) I rode several roller coaster rides in succession. I experienced a severe hypoglycemic incident where my blood sugar radically dropped from 110 mg/dl to 29 mg/dl. On-site medical team rescued me and prevented me from lapsing into a coma state. It is my observation that the design of the pump's delivery system (an electronically driven screw type plunger) had rotated due to the lateral g-forces acting on the screw drive during the roller coaster rides. After a couple of hours of recovery, I decided to verify my observation. I disconnected my pump's cannula line from my body, and wrapped it in a kleenex and tucked it in my shirt. I set the pump to temporarily suspend delivery. I then went on another roller coaster ride. After which upon inspection, the kleenex was wet with insulin. The pump had clearly delivered a large dose of insulin. I bring this up years after because I just received a warning notice from medtronic regarding the danger of pressure changes affecting pump delivery. I feel there should be a warning statement inside every medtronic user guide that is supplied to all pump users. Reference report mw5165986.